Event description:
In 2005, the reporter contacted lifescan alleging that the patient's sure step enhanced meter was prompting the error 5 message. The patient went to see a nurse since the meter was not working. Results obtained by the nurse were not provided. The patient received no treatment. The meter was replaced.